Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The caller said the patient (pt) needed a stat MRI because they were just implanted today and now were paralyzed from the waist down. Caller said the pt's ins was not yet paired with the remote. Technical services (tss) reviewed MRI guidelines and suggested following up with a manufacturer representative and hcp.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2025 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2025 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). Hcp states pt is paralyzed and is needing MRI of spine. Hcp reports they were informed that the ins is not turned on and does not connect to the remote. Hcp wants to know if pt is eligible for MRI. Hcp had no device information or pt info to provide. Hcp hung up before tss could collect sr info pc made to hcp. The healthcare provider (hcp) reported the paralysis was due to the implantation procedure: blood had pooled around the spinal cord. Hcp reported ¿it was a whole mess and argument with neurosurgery if we could scan the patient or not, and mentioning getting assistance from a sales rep. The hcp did not have additional information beyond that but noted they could be contacted again at that number after returning to work on (B)(6) 2025. Patient name was provided. Additional information was received from the healthcare provider (hcp). Hcp reported that patient (pt) had an epidural hematoma (in their thoracic lumbar) after the scs device was placed. A t3-l1 laminectomy was done for the thoracic lumbar spinal epidural hematoma. The scs leads were left intact. Hcp reported that the patient remains paraplegic, but they were discharged to a rehab facility.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2025, product type: lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that there was walking difficulty//immobility/loss of balance/unable to get out of bed and numbness. The patient is currently in the hospital. The patient cannot feel their lower body (disability/paralysis). The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.